Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since no product information was provided, was left blank and device manufacture date could not be determined.

Event description:
The customer reported that he opened a box of contour test strips and the bottle was already open. The customer also stated that the test strips were wet inside the bottle. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer. The customer stated that neither the box nor the bottle of test strips were legible, therefore, the product information could not be gathered.

Manufacturer narrative:
Section g1,2 (continued) has been updated with the correct manufacturing site address.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. As the product details were not available, the device history for the affected lot of test strips could not be reviewed.